Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report of a hole in the catheter was confirmed; however, the root cause could not be determined. One 24g insyte autoguard IV catheter was returned for investigation. The sample exhibited evidence of use. A functional test revealed a breach in the catheter tubing; however, due to the evidence of use, it could not be determined when or how the catheter was damaged. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc yel 24ga x 0.75in catheter defective / damaged   it was reported by customer that catheter has a hole near the top (by the hub) noticed blood bubbling from the hole while attempting to thread the catheter into the patient.   Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Item: 382512 quantity affected: 8 bx serial/lot number: (B)(6). Po : 4518267975 are any samples available for return? Yes reported issue: xxxxxx request credit for quality issue 8 bx b-(B)(4). Lot# 4116717 date of incident: 9/15/24 ¿ no pt. Harm problem: the catheter has a hole near the top (by the hub) noticed blood bubbling from the hole while attempting to thread the catheter into the patient. Sample available for return.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.